Event description:
Pt's right hypogastric had previously been embolized. The main body graft was advanced via a right side introduction. Contralateral iliac leg graft was successfully deployed. After the ipsilateral iliac leg graft was advanced into place and deployed, it was observed that the leg graft fell short of landing at the optimum distal fixation site. Since the iliac leg graft landed short of achieving the desired landing zone, the physician immediately deployed an iliac leg extension in order to stabilize the iliac leg graft. No angiogram was performed to check for endoleak prior to placement of the iliac leg extension. Post angiogram noted that an adequate landing zone in the external iliac artery had been achieved. No endoleaks were viewed during the completion angiogram.